Event description:
A dialysis facility reported that a pt complained of feeling sick and became hypotensive during a hemodialysis treatment. While attending to the pt, it was noted that the conductivity reading was high at 16.5 without any machine alarms and bypass was not lit. The pt was discharged stable. There was no serious pt injury.